Event description:
Adverse event(s): "myopic surprise" (postoperative refraction, unexpected). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgeon reported, a pt with a myopic surprise following intraocular lens (iol) implant surgery. He also stated that the pt had prior lasik surgery and that the iol was implanted by another surgeon. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 07/28/2010, 08/10/2010, and 08/19/2010 by phone, fax and mail. A completed questionnaire has not been received. (B)(4).